Event description:
It was reported that patient underwent a spinal fusion (l4/5) for stenosis on (B)(6) 2025. During the surgery to replace a cage (inserted on (B)(6) 2025), a conduit was inserted into l4/5. The one on the right side was inserted without any problems, but the one on the left side was placed almost directly to the side, so the surgeon tried to remove the cage to make corrections, but the connection point with the holder was not visible because the cage was positioned to the side. The surgeon checked with a single shot using fluoroscopy and tried to grasp the cage with forceps, but was unable to grasp it properly, and the cage moved to the upper left lateral side of the vertebral body, reaching a position high in the center of the l4 vertebral body and deep enough to reach the center of the l4 vertebral body. The surgeon attempted to retrieve it, but determined that this would be difficult, so they closed the wound. Instead, the surgeon placed a new cage on the left side. The surgery was completed successfully within thirty minutes of delay. Patient was stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.